Event description:
In 2008, the pt reported that he experienced elevated blood glucose (value not provided) while being connected to his infusion device for only 3 hours. He stated that his blood glucose measured 111 mg/dl prior to eating lunch and he ate 68 grams of carbohydrates and bolused 1 unit of insulin. He stated that he does not have a carbohydrate to insulin ratio yet, and he is administering his boluses according to his old scale. He stated that he noticed air bubbles in the insulin cartridge and he disconnected from his infusion site and bolused 2-3 units. No insulin dripped from the end of the infusion tubing. He then bolused 11 units of insulin which produced a drop at the end of the infusion tubing. He stated that he was unsure if he primed all of the air from the insulin cartridge upon insertion into the infusion device. He stated that he changed the insulin cartridge and infusion tubing. Troubleshooting did not reveal any product issues. Upon follow up on the next day, the pt's wife reported that the pt's blood glucose lowered to 206 mg/dl on original date before bed, and his blood glucose measured 109 mg/dl when he woke up. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.